Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, while suturing the skin, the needle loosened then broke. The needle remained in the patient but the doctor succeeded to remove it. An x-ray was performed for the express purpose of locating the needle. They took a new suture to complete the case.